Event description:
It was reported that the engine of the spider 2 tenet was still running and presented smoke. There was no delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the enclosures were missing a screw. A broken drape clip was also observed. One of the screw mounting pins within one of the enclosures was damaged. A functional evaluation revealed the unit would not respond or pressurize when the rocker switch was engaged. The unit was disassembled and a severely burnt transistor on the unit¿s printed circuit board was discovered. The smoke reported by the customer was due to the aforementioned burned component on the pcb. The complaint was confirmed and the root cause has been determined to be a burnt transistor on the unit¿s printed circuit board. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.